Event description:
Consumer alleges that best choice saline solution, sarbic acid preserved saline solution, provided by nutranax, dried out the contact lenses in her eye to the extent that when the contact lenses were removed they scratched her corneas. Confirmation from attending physician has not been received.